Event description:
User facility reported: during a coronary angiography for angina, air was injected into a pt during the second injection of contrast and the last injection of contrast. The pt experienced st segment elevation for duration of 20 seconds. Nitroglycerin was administered and the st segment elevation resolved. The pt recovered the same day.

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on 10/07/2014, for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction related to this event based on the data used during the event were discarded by the user facility; therefore, no analysis could be made of these items. Acist requested a copy of the cine-angiogram but this was not provided by the user facility. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor sense air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is closed.